Event description:
This patient presented to the emergency department (ed) after a cardiac arrest. The ed physician (md) attempted to place an icy intravascular heat exchange catheter (with central venous infusion capabilities) in the patient's right femoral vein (vein located by ultrasound guidance). The md indicated that the wire actually passed easily without any force. The md was able to get in the artery quite easily and had a good flow. However, when md pulled back on the wire to thread the icy cath, there was a kink in the wire. The md was able to straighten the kinked portion and thread part of the catheter, but the wire got stuck in the catheter and the md had to abandon the procedure and pull the whole thing out. The md asked one of his/her partners to attempt. This md tried to insert the catheter in the patient's left femoral artery over the wire, but the wire was kinked and so the md pulled that out. The md was able to place a left femoral vein triple lumen catheter by seldinger technique under ultrasound guidance without any complications. The initial md attempted to do a left internal jugular (ij) icy catheter insertion and was unsuccessful after several attempts (no kinking of wire.) The second md was able to place a left ij icy catheter by seldinger technique under ultrasound guidance without complications. There was no problem with kink in the wire and the cath went without any difficulty. The patient was hypotensive and was not getting pressors because there was no central access. The patient's care was delayed because it took so long to get central access and get the pressors started. It also took two ed mds out of taking care of patients for at least 15 minutes. The ed mds believe patient's anatomy and/or obesity may have played a factor in the kinking of the wires. Patient was transferred to the intensive care unit for further stabilization.